Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/23/2017. Device returned to manufacturer? Yes. Device evaluation: the lens was received in the original packaging box. Inspection at 10x microscope magnification was performed. The device was fully advanced and locked as it is required. No viscoelastic residues were observed inside the cartridge. No damage in the assembly was observed. The lens was received out of the device and no damage was observed. Therefore, the reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the inserter was in the patient¿s eye. The intraocular lens (iol) left the inserter, but the last haptic did not. The iol could not be separated from the inserter. Therefore, along with the inserter, the iol was also pulled out of the patient¿s eye. A new iol was implanted without problem. There was a delay of 10 minutes in the surgery. The patient experienced corneal edema. Visual acuity post-operative: 1st day post-operative: 0.1. 3rd day post-operative: 0.6. No additional information was provided to abbott medical optics.